Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was receiving fentanyl at an unknown concentration with an unknown daily dose via an implantable pump for non-malignant pain and chronic low back pain. It was reported that ¿probably about three years ago¿ the patient went in for a refill and then had a seizure. The pump was then turned off and the pump remained implanted in the patient.